Event description:
It was reported that the surgeon inserted the icm125v4 12.5mm implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2011 due to excessive vault. Elevated iop was noted. The lens was exchanged for a shorter length lens and this resolved the problem.

Manufacturer narrative:
(B)(4).